Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when patient presented to the hospital for a lead replacement procedure, lead dislodgment and poor r-wave sensing issue was observed on the rv lead. Lead was explanted and a new lead was implanted. Patient was stable.